Event description:
A peritoneal dialysis (pd) patient contact stated while the patient was in treatment the stay safe connector came undone. The contact put the stay safe in alcavis disinfectant and was unsure if the patient should have been connected back to the cycler. The patient was not connected at the time of the call. It was unknown if the patient knew how to perform manuals. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) regarding the stay safe. The patient's treatment would be cancelled if they were unable to get a hold of the pdrn. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact stated while the patient was in treatment the stay safe connector came undone. The contact put the stay safe in alcavis disinfectant and was unsure if the patient should have been connected back to the cycler. The patient was not connected at the time of the call. It was unknown if the patient knew how to perform manuals. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) regarding the stay safe. The patient's treatment would be cancelled if they were unable to get a hold of the pdrn. Additional information was requested but was not received to date.